Event description:
On (B)(6) 2009, patient reported the insulin cartridge leaked during use in his infusion device. Patient reported that moisture forms on the outside of the insulin cartridge between volumes 315 and 250 units. He stated the last four cartridges he has used have experienced this leak. Patient reported the first time it happened, he was able to pour out insulin from the insulin cartridge compartment. Patient stated he removed the insulin cartridge from the infusion device and noticed a small crack at the bottom of the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.